Event description:
Same case as MDR ID: 2134265-2013-07499. (B)(4). It was reported that worsening coronary artery disease occurred. On (B)(6) 2010, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) with 90% stenosis and was 18 mm long with a reference vessel diameter of 3.4 mm. The lesion was treated with direct stent placement using 3.50 mm x 20 mm taxus liberté stent, with residual stenosis of 3.6 %. Target lesion #2 was a de novo lesion located in 1st obtuse marginal (om) with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.7 mm. Target lesion #2 was treated with pre-dilatation and placement of 3.00 mm x 16 mm taxus liberté stent. Following post dilatation, the residual stenosis was 3.2%. One day post procedure, the patient was discharged on aspirin and prasugrel. On an unknown onset date, the patient was diagnosed with worsening coronary artery disease.

Event description:
It was further reported that "no intervention or hospital admission was required" for the event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Describe event or problem updated. (B)(4).